Event description:
It was reported that, during an in-clinic follow-up, episodes of inappropriate therapy, failure to capture, and failure to sense were observed on right ventricular (rv) lead. The suspected cause of the event was rv lead dislodgement. The suspected cause of the rv lead dislodgement was inadequate tightening of the suture sleeve at implant. The rv lead was explanted and replaced to resolve the event. The patient was stable.